Manufacturer narrative:
(B)(4)

Event description:
According to the reporter: the main balloon burst while it was being inflated. No pt injury was reported. No additional information available at this time.